Manufacturer narrative:
Patient identifier mrn: (B)(6). 510k: this report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while repairing a calcaneus the surgeon was inserting a locking 2.7 screw percutaneously through a small incision in the skin. After inserting the screw, the surgeon realized he had missed the va calcaneus plate and buried the screw in the bone. The surgeon elected to not retrieve the screw buried in the bone. In another portion of this case, the surgeon used a variable angle locking hole multiple times and resulted in the screw locking mechanism no longer working. The surgeon ended up removing the screw. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: screwdriver (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 1), 2.7mm va-locking calcaneal plate medium 64mm right (part number 02.211.402, lot unknown, quantity 1). This report involves one (1) unknown screw: locking. This is report 1 of 3 for (B)(4).